Event description:
The physician reported the patient was unhappy with his vision after surgery and the intraocular lens was explanted without complication. Patient was intolerant of the halos and glare he was experiencing.

Manufacturer narrative:
The lens has not been received for analysis. Lens met all manufacturing specifications prior to release. There is no evidence to suggest any fault on the part of the device design or manufacturer. Halos and glare are a known and labeled possible side effect of multifocal lens implant.